Event description:
(B)(4). Cramping, sharp pain- left, pelvic and abdominal, abnormal periods, discharge, hot flashes, pmdd, painful ovulation, night sweats - occasional, loss of libido, painful intercourse, incontinence, urgent/frequent urination, chest pain, nausea, diarrhea, excess gas, severe bloating, heartburn, brain fog, anxiety/panic attacks, mood swings, depression - occasional, ringing in right ear - constant, dizziness, easily bruising, heightened allergies, gluten intolerance, heart palpation, swelling of hands, thyroid issues, gallbladder issues, weight gain, vision problems, dry eyes. Had essure placed in (B)(6) 2014. Symptoms started to appear about two months after I had essure placed. All symptoms have only gotten worse over time.